Manufacturer narrative:
Date of report: 08nov2018. Date of manufacturer: 06nov2018. The customer reported that the solenoid 1 was replaced to address the issue and the unit was returned to use.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was falling extended self testing (est) generating safety valve issue crossover circuit fault and patient wye not blocked error codes. No patient involvement. The event date was not specified; estimate used.